Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site, a it was discarded; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a scratch on the preloaded intraocular lens (iol) once it was fully inserted into the patient's right eye. The lens was then removed and replaced with another johnson & johnson iol (same model and diopter) in the same procedure. There was no patient injury and no medical or surgical intervention was required. The patient is doing fine post-operatively. The device is not available to be returned for evaluation. No further information was provided.